Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that an right ventricular (rv) bipolar lead impedance warning was triggered on the right ventricular (rv) lead for high pacing impedance. The pacing portion of the lead was programmed off and a new pacing lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.